Event description:
Child had many stomach aches when born then developed chronic bronchitis, asthma, allergies, "rhinosinisitis", h/a, nausea, stiffness, muscle pains, fatigue, low grade fever, night sweats, permanent teeth growing crooked. Child has immune problems, conjunctivitis, hyperactivity, is moody, small for age, thick mucosa lining in lungs & nasal + rashes. Gets sick any time exposed to other sick children.